Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. There was a high alarm displayed reading, air-in-line detected, during testing due to a defective air detector. The air detector will be replaced.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "air in line sensor damage". No patient injury reported.